Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - unknown occupation - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal sheath into the vessel. The doctor made a few attempts while applying further adequate force inserting the angio-seal sheath. However, the doctor found that the angio-seal sheath was kinked so he removed it. They switched to manual compression to finish the process. The patient was reported to be in stable condition with no complications. The procedure was completed successfully. Additional information was received on 09sept2020. The procedure being performed prior to the use of the angio-seal was an angiogram using a 6fr procedure sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.